Event description:
A caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared. The caller acknowledged and understood the instructions.